Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with s320 (led error) malfunction alarm. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with a s321 (motor error) malfunction alarm code.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.